Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced severe pain and discomfort.**update** (B)(4) 2012- medical records were received from legal. Records indicated that there was a femur fracture during the primary surgery. The stem was added to the complaint. Part/lot information was identified. Records are available for further review.